Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2015 with the following findings: investigation revealed that the keypad was peeling. The contrast button was unresponsive and the up arrow keypad button was intermittently unresponsive. The keypad cover was removed and there was evidence of contamination under the up arrow button contact. Additionally, the contrast button contact was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button contacts. This report is made based on results of investigation completed on 09/09/2015.